Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A third-party service agent contacted physio-control to report that the customer's device powered off multiple times while attempting to monitor a patient. There were no reports of adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio downloaded the device's electronic records from the event for review and was able to verify the device powered off multiple times during the event. Physio has determined that the likely cause of the reported issue was determined to be due to fretting corrosion on the battery wire harness contacts of connector j11 and the mating power pcb assembly contacts of connector p11. The fretting corrosion has been determined to cause an increase in contact resistance which can result in a sudden loss of device power under conditions of high current usage from functions such as printing a code-summary® record or charging the defibrillator. Proper device operation was confirmed after replacing the battery wire harness and the power pcb assembly. The device battery pins were also replaced as a precautionary measure. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
A third-party service agent contacted physio-control to report that the customer's device powered off multiple times while attempting to monitor a patient. There were no reports of adverse effects to the patient as a result of the reported issue.